Manufacturer narrative:
Due to character limitation in e1 for initial reporter, the full initial reporter (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra aortic balloon pump (iabp) unit had ECG cable malfunction. There was no patient involvement reported.

Manufacturer narrative:
Additional contact person:(B)(6). Updated field: b4, b5, g3, g6, h2, h6(type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) performed tests as apart the investigation. The fse replaced the ECG cable. Part is retained by the customer. Repair completed. Functional tests performed with positive results. The equipment was returned to the customer for clinical use.

Event description:
It was reported by the customer before use during operator test that the cardiosave intra aortic balloon pump (iabp) unit had ECG cable malfunction. There was no patient involvement reported.

Manufacturer narrative:
Due to character limitations in e1 (B)(6). Updated fields - b4, g3, g6, h2. Corrected field - e1(initial reporter), h6 (medical device ¿ problem code, investigation findings).

Event description:
N/a.